Event description:
Additional information received from a consumer on 2017-apr-03 reported same and similar information regarding elective replacement indicator (eri) alarming and getting the pump turned off. It was stated in (B)(6) 2017 patient got the pump turned off and pump silenced, and made "a whole bunch of calls". It was noted the pump was turned off for low battery eri alarm and then patient got a wobbly noise and then had to have it turned off and has been orally managed with baclofen since (B)(6) 2017. It was noted that they did not remove the pump medication at that time. It was noted on (B)(6) 2017 (a couple days ago) patient stated they started hearing the wobbly noise again (meaning critical alarm) and did not remember it would go off again due to end of service. Manufacturer representative (rep) role was reviewed and redirected them to healthcare professional office to arrange on steps to silence the pump alarm due to eos. It was reviewed that the device was prescribed and the patient has to be seen in a clinical setting to make any changes per the directive of hcp etc. It was noted that the patient will follow up with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was receiving baclofen (concent ration of 500mcg/ml, unknown dose) via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2017 that the patient's pump had alarmed or beeped. It was stated the pump beeped and the patient moved to southern ca. It was stated the patient had an appointment with their healthcare provider on (B)(6) 2017. It was stated the pump began to alarm around (B)(6) 2017. It was stated the pump was near the elective replacement indicator (eri). It was stated the battery "is die to go dead." It was stated that with the move the patient believed they feel through the cracks. The patient was at the healthcare provider's office about a month or more ago ((B)(6) 2016) and they didn't realize the pump was going to go dead soon and no replacement was scheduled. It was stated the patient was going to go see the healthcare provider on (B)(6) for a replacement but he would request to have it removed because it hadn't worked since the implant (information omitted to pump not working since implant, captured in pe (B)(4)). It was stated on (B)(6) 2017 that the pump was programmed to stop pump mode the previous week (week of (B)(6) 2017) and subsequently a critical alarm had occurred every 10 minutes. The stopped pump period may exceed tube set. It was also stated that upon interrogation the pump showed that eri occurred and the schedule to replace by date showed (B)(6) 2017. It was stated that the patient had no problems since the pump had been turned off